Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the device was explanted. There were no adverse consequences to the patient; patient was fine post-procedure.

Event description:
It was reported that device could not be interrogated. Further testing with different programmers and positions were unsuccessful. Replacing the device was recommended. No further information is available.